Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 328 mg/dl at the time of incident and the current blood glucose of the patient is 362 mg/dl. The other blood glucose values for yesterday was 328 mg/dl, 408 mg/dl, 410 mg/dl and 303 mg/dl. The other blood glucose values for today was 495 mg/dl, 480 mg/dl, 511 mg/dl, 488 mg/dl, 385 mg/dl, 414 mg/dl and 362 mg/dl customer treated with manual injection and insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege insulin pump was under delivering. The customer feel ok to perform troubleshooting was performed. The insulin pump will not be returned for analysis.